Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc cpu, systems interface pcb, dc distribution cable, video controller to ip cable, systems interface cable and 5/12 vdc power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system does not fully boot. The fse determined the cause of the problem to be the power supply, single board computer(sbc) pcb, system interface pcb, and system cables. The fse replaced power supply, single board computer(sbc) pcb, system interface pcb, and system cables to resolve the issue. The fse verified system functionality. Based on age of the system, manufactured in 2001, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.